Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample evaluation, applicable fmea documents, labeling, and review of applicable lot manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause appears to be use related. The product returned for evaluation was 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed near the 4cm depth marking (5.2cm distal of the molded joint). The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) additionally, three permanent kink impressions were seen near the catheter split: one proximal, and two distal. All three were approximately 1cm apart. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recx3919 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that on the second cythostatic treatment the patient suddenly had a pain in the upper arm where the PICC was. The patient also had a swelling and a redness in the arm. The PICC was removed and a small hole was discovered in the catheter about 5cm from the suturewings.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx3919 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that on the second cytostatic treatment the patient suddenly had a pain in the upper arm where the PICC was. The patient also had a swelling and a redness in the arm. The PICC was removed and a small hole was discovered in the catheter about 5cm from the suturewings.